Event description:
A caregiver reported that her husband experienced an adverse skin reaction after wearing the adc freestyle libre for 3 days, with symptoms described as allergic reaction, skin irritation, pain, and discomfort during sensor wear. The customer further reported having had contact with an hcp, who prescribed elocom (mometasone, a corticosteroid) ointment for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug transferred and is correctly seated in the sensor. The adhesive patch was intact and attached to the mount of the puck and correctly positioned. An extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been returned back for investigation. An extended investigation is pending and the final report will be submitted with the once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that her husband experienced an adverse skin reaction after wearing the adc freestyle libre for 3 days, with symptoms described as allergic reaction, skin irritation, pain, and discomfort during sensor wear. The customer further reported having had contact with an hcp, who prescribed elocom (mometasone, a corticosteroid) ointment for treatment. There was no report of death or permanent impairment associated with this event.